Event description:
Related manufacturer report number: 1627487-2022-00031, 1627487-2022-00033. It was reported that patient's ipg was inoperable and their leads had migrated. Surgical intervention was undertaken on (B)(6) 2021 in which the ipg and leads were explanted and replaced, resolving the issue.

Manufacturer narrative:
Event date is estimated. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.